Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dispensing of lipitor and dulcolax was failed. The technical support specialist (tss) verified the data synchronization log and identified an error had occurred. Tss then updated, deleted or inserted a row that was modified or deleted by another transaction, and retried the transactions or changed the isolation level for the update or delete statement. The customer confirmed that the issue was resolved and no retry error occurred. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, dispensing of lipitor and dulcolax was not allowed on one unit. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.